Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's pump reset and the pump had a battery charge of 5 %. Reportedly, the customer's pump had been plugged into a charger for 30-40 minutes from out of the box. The customer's pump screen was not turning on and there was a red light around the wake button. During troubleshooting with tandem technical support (cts), cts identified that the customer received an alert 4 in the pump data logs. The customer's blood glucose level was not impacted as the customer had not started to use the pump for therapy. The customer reported using manual injections as insulin therapy.